Event description:
Contact called and stated that pt was getting readings of 12.2 and 13.5 on her new meter. Customer had set meter to read in mmol/l and was not aware of this. Customer service helped to change the meter back to mg/dl. Customer's readings converted back to mg/dl were higher than normal. Check standard showed meter was working electronically. Control test results of 106 and 102 mg/dl were within 96-116 mg/dl range. Blood test results were 330, 407, and 328 mg/dl. Customer service found the customer was applying blood to the top of the test strip. Customer service advised of correct sampling technique to avoid false results. Customer service was sending replacement test strips.